Event description:
The hospital's (B)(6) location reported an issue with an intravenous administration set including the model 9527b multiport manifold. The nursing staff reported that the device was leaking at the filter. There was no indication of what medication was being administered at the time the alleged issue was noticed. There were no patient complications reported as a result of the alleged event. The device lot number was not known and not provided, and additional information is not available. The device was not returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4). Quest medical, inc has initiated an investigation through the CAPA system for this type of alleged issue. This specific event has been included in that investigation even though the device was not returned for analysis. The investigation thus far has identified several minor improvements and adjustments to increase process robustness. Quest medical, inc has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc defers to the patient's physician regarding medical history.